Event description:
(B)(6) 2009; f-pbypass (atk) was performed to sfa of both legs due to aso. (Right leg; st. Jude advanta vxt8mm, left leg; edwards lifespan (B)(4)). (B)(6) 2013; the patient visited this hospital due to the ischemia of left leg. According to the result of angiography and CT scan, a thrombus blockage in the graft was found. According to CT imaging, a separation similar to an arterial dissection was found at the graft. The site was determined to be between the middle and the bottom part of the graft. The length was about 5cm. During the embolectomy procedure, the graft was opened and two lumens were found. Although the embolectomy was successfully completed, the blood flow was weak and a later bypass was planned. (B)(6) 2013; reoperation was completed using st. Jude advanta vxt without any problems. Only a small portion of the lifespan graft was explanted.

Manufacturer narrative:
We have received the complaint device for evaluation and were able to confirm the failure. However, we were not able to determine the root cause(s) of the failure. There are a few potential causes that could contribute to this type of failure: tissue ingrowth through a needle track (pseudoaneurysms may develop); cellular infiltration with connective tissue formation within the porous structure of the eptfe graft; foreign body reaction at the adventitial surface of the eptfe graft; focal intimal hyperplasia at the venous or arterial anastomosis - hemodynamic alteration at the anastomoses may lead to turbulence or status resulting in localized hypercoagulation states )thrombosis); manufacturing error: incomplete lamination of the graft following tape wrapping (this is not likely - this graft was laminated twice since it has an external support). A lot history investigation was initiated. There have been zero other reports for similar issues indicating an isolated incident. Since the device was manufactured by edwards lifesciences/angiotech before lemaitre vascular inc acquired the lifespan product line, further investigation is being attempted with the former manufacturer. Lemaitre vascular inc. Will continue to investigate this complaint and submit a follow up report should more details become available.